Event description:
The patient reported that for the past 2 months, the "h" and "m" buttons on his insulin infusion device have only worked intermittently. He stated because of this, it has become extremely difficult to reset to a full cartridge or prime his infusion set line. He said it has also been difficult to place the device in run without setting a temporarily basal rate. He stated he can still hear an audible beep whenever he presses the "h" and "m" buttons. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.